Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-15064, 3006705815-2022-15065. It was reported the patient¿s thoracic and peripheral ipg¿s were inoperable. The patient did not recharge the occipital ipg as recommended due to the headaches resolving. Surgical intervention took place wherein the two ipg¿s and the occipital system were explanted.

Manufacturer narrative:
A patient¿s thoracic and peripheral ipg¿s were inoperable was reported to abbott. The patient did not recharge the occipital ipg as recommended due to the headaches resolving. As a result, the two ipg¿s and the occipital system were explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.